Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128311. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient¿s ipg had reached end of life and due to a fall, the patient lost effective coverage because of lead migration. It is unknown if the end of life occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead migrated.